Event description:
It was reported that the patient received a heart transplant on (B)(6) 2022. The device was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal any device related issues. No specific pump-related issues or adverse events were reported. No update to the risk management file is recommended. (B)(6) was returned assembled with the pump cable severed at approximately 13.5 inches from the pump header. The distal end of the pump cable, and the modular cable were not returned with the device. The sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief was engaged to the graft attachment. The outflow graft clip was not returned with the device. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The device was cleaned, rebuilt, and functionally tested under loaded conditions. The pump was connected to and operated on an hm3 functional tester. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. Evaluation of the submitted lvad event and periodic log files showed the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.